Event description:
A hospital in (B)(6) reported that a tear was found between the water feedset tube and the dome of an mr290 autofeed humidification chamber. This was found prior to patient use.

Event description:
A hospital in (B)(4) reported that a tear was found between the water feedset tube and the dome of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We have recently received the complaint device and have not begun the investigation process. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the connection between the chamber and the water feedset tubing was broken. A lot check revealed no other complaints of this nature for lot number 101006. Conclusion: the feedset tube on the returned mr290v chamber was found broken. The break was rough, suggesting that the damage may have occurred as a result of the feedset tube being pulled away from the dome, possibly due to being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the feedset was damaged post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).